Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00440 thru 3012447612-2017-00447.

Event description:
It was reported that the threads on seven closure tops and one pedicle screw became damaged while being threaded together during surgery. Each of the items were removed and replaced by alternative items of the same type. There were no reports of patient impacts associated with this event. This is report seven of eight for this event.